Event description:
The customer reported that the x-ray generation failed during a patient intervention. The system was turned off and on and the message "x-ray generator not available" kept appearing on acquisition console.

Manufacturer narrative:
(B)(4). The generator error logfile was checked and error 3265 was found. Filaments impedance were measured and it was found that the large filament was opened. X-ray tube has to be replaced. However, the system was about to be dismantled due to end of use. The tube will not be replaced.